Manufacturer narrative:
No information has been provided to intralase regarding the alleged event, which allegedly occurred over 2 years ago. We have reviewed the service records for this device around the date given and found the device had been serviced approximately 1.5 months prior to the alleged event date. When the intralase field service engineer departed on 11/25/03, the device met specification and was performing as intended. The next service performed was in 2004, which was 3 days after the alleged event date. Minor adjustments were made and the device met specification and was performing as intended upon field service engineer departure.

Event description:
It was reported to intralase that subsequent to lasik surgery in which the intralase fs laser was used to create a corneal flap in 2004, a patient was involved in a reportable event. No further details about the patient's injury are available at this time. The association between the event and the device is unknown.